Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that syringe needle became clogged after customer removed air from the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load cartridge.